Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported the patient is being considered for a revision for an unknown reason.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this complaint was for a request for product identification only. There was no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness or performance of the product. As such, this information is considered an inquiry and the complaint file is being closed as not a complaint. If additional information is received that alleges a product deficiency, the complaint will be re-opened and evaluated at that time.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to an unknown reason.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon review, supplemental #2 should be disregarded, as this report is a complaint. Review of radiographs indicates malpositioned and fractured cup, acetabular osteolysis, and a worn polyethylene liner. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.